Event description:
As reported by our edwards lifesciences affiliate in italy, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra (s3u) valve, once the commander delivery system with valve was advanced through the aortic arch, the patient experienced back pain, felt hot, developed hypotension, and went into cardiac arrest. Pericardial bleeding was identified, and a pericardiocentesis was performed. It was reported that the patient initially appeared to recover but subsequently suffered several cardiac arrests and expired. It was noted that the valve was removed without being implanted to facilitate cardiopulmonary resuscitation (CPR). It was indicated that, as the delivery system with valve was advanced through the aortic arch, the wire may have kinked in a manner that perforated the ventricle. Follow-up information stated that there were no reported difficulties with the delivery system.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (perforation by the wire) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental report is being submitted for correction. The following section of this report has been corrected: h6 (device code and type of investigation).